Manufacturer narrative:
(B)(4).

Event description:
Additional information received suggested the patient's lift chair may have been a source of electromagnetic interference.

Event description:
It was reported that while stimulation was turned on, the device was turned off by an electric wheelchair. Additional information has been requested, but was not available as of the date of this report.